Event description:
This device has not been returned to lifescan for product analysis. Lot # 2533912 of the retain test strips were tested and they failed visual testing due to white marks on the active site of the strip. At this time, co considers this matter closed.